Event description:
Pt seen for routine left arm pas port flush 9/10/97. On 9/11/97, pt developed red, warm swelling with pain at port site and blotches on forearm. Md contacted, pt seen in ER, then admitted. Pt discharged home 9/12/97. On 9/16/97, pt developed chills with temp of 89, md contacted, pt seen in ER, admitted. Pas port removed 9/17/97 and pt discharged home.